Event description:
This is filed to report a single leaflet device attachment (slda) and surgical intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). An xtw clip was prepared per instructions for use. The clip was inserted and grasped successfully at the a2/p2 position. The deployment sequence was successful, however, when the clip was detached from the clip delivery system (cds), the clip opened from closed to 45 degrees. An additional xtw clip was implanted medially to stabilize the first clip and to further reduce mr. The mr was reduced to grade 1-2. On (B)(6) 2022, the second implanted xtw clip detached from the posterior leaflet. The mr then rose back to severe. No additional information was provided. The patient was scheduled for a surgical procedure to take place on (B)(6) 2022 to either replace or repair the valve. The patient was noted to be stable after the surgical procedure, however, it was not yet noted whether it was a replacement or repair that took place. It was later reported that the patient had a mitral valve repair operation and the mitraclips were retrieved. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na,

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (only the clips without the clip delivery system/cds was returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation appears to be related to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and surgical intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). An xtw clip was prepared per instructions for use. The clip was inserted and grasped successfully at the a2/p2 position. The deployment sequence was successful, however, when the clip was detached from the clip delivery system (cds), the clip opened from closed to 45 degrees. An additional xtw clip was implanted medially to stabilize the first clip and to further reduce mr. The mr was reduced to grade 1-2. On (B)(6) 2022, the second implanted xtw clip detached from the posterior leaflet. The mr then rose back to severe. No additional information was provided. The patient was scheduled for a surgical procedure to take place on (B)(6) 2022 to either replace or repair the valve. The patient was noted to be stable after the surgical procedure, however, it was not yet noted whether it was a replacement or repair that took place. It was later reported that the patient had a mitral valve repair operation and the mitraclips were retrieved. Subsequent to the previous report, the additional information was obtained (user facility and additional information regarding the second clip): user facility medwatch report (#2400100000-2022-8118) received that states: "the patient presented to the cath lab for a mitraclip repair. The procedure was going according to plan. The mitral clip delivery device was advanced and deployed. According to tee imagery mv regurge was reduced to trivial. The device placement and amount of regurge was checked multiple times, and the clip was released from the retrieval wire. The clip remained closed at the time of release. The clip then spontaneously opened due to an error in manufacture. Attempts were made to introduce a second clip, but they were unsuccessful. The delivery system was withdrawn and the patient went to or for open mitral valve repair and retrieval of mitraclips." It was confirmed with the abbott representative, that on (B)(6) 2022, the second clip (cds0701-xtw, 20511r153) had been successfully delivered and deployed. On (B)(6) 2022, a single leaflet device attachment (slda) was observed with the second implanted clip. It was confirmed with abbott representative that the surgical intervention occurred on (B)(6) 2022.